Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a communication error code 7 alarm occurred on a prismaflex control unit during continuous renal replacement therapy with a pediatric patient connected. Treatment was terminated and the extracorporeal blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.